Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v016650, implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that when the patient had the rechargeable device they felt shocking. The patient would be walking and felt a shock. The patient had that device removed. The patient did not recall when that happened; they were not able to provide a date for the event year. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.